Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Almost not able to remove tampon from inside body... Husband helped remove [foreign body in reproductive tract]. Removal strings short - tampons [device physical property issue]. Almost not able to remove tampon from inside body [complication of device removal]. Case narrative: consumer reported via email that the tampon string was too short and she was unable to remove without help. No serious injury was reported.